Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise had been observed on the right ventricular lead. The patient was pacemaker dependent. The patient was asymptomatic. The lead was explanted and replaced. The patient was noted to be stable following the procedure.